Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 10, 2014 to april 11, 2014. Evaluation summary: the device was received for evaluation with fluid inside of the packaging that contained the unit. A visual inspection identified that the blue winged luer cap was untightened up receipt of the device. A functional leak test was then performed. The device was filled with colored water, its blue winged luer cap was hand tightened, and the unit was monitored until the next day for issues. No leaks, malfunctions or other abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was observed to have a leak. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.